Event description:
It was reported that due to erosion the patient had his artificial urinary sphincter (aus) cuff removed. The aus was explanted and a deactivation package was used. The physician will wait 6 months to re-implant a new cuff. No additional problems were reported with the patient. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Change to b5:event description re-implant date provided

Event description:
It was reported that due to erosion the patient had his artificial urinary sphincter (aus) cuff removed. The aus was explanted and a deactivation package was used. The physician will wait 6 months to re-implant a new cuff. No additional problems were reported with the patient. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to erosion the patient had his artificial urinary sphincter (aus) cuff removed. The aus was explanted and a deactivation package was used. The physician will wait 6 months to re-implant a new cuff. No additional problems were reported with the patient. Should additional information be received a supplemental report will be submitted.